Event description:
This clinical study was designed as a prospective, single-arm, observational data collection with extraction of de-identified standard-of-care data from the medical records of patients in whom ebus needles were used. Patient data collection (i.e., the date of informed consent) began on 10 january 2024 and the last patient was enrolled on 17 january 2025. A total of 180 patients were included in the analyzable population. Slightly more than half of patients underwent fna alone (51.1%, 92/180); however, some patients underwent fnb alone (25.6%, 46/180) and some patients underwent both types of needle sampling (23.3%, 42/180) during ebus needle procedures. The most commonly used ebus needle was the echo-hd-22-ebus-o-c (in 52.8% [95/180] of patients) and the most commonly used endoscope was an olympus endoscope (in 53.9% [97/180] of patients). This file has been opened to capture 1 instance of the failure to retract the needle from the endoscope accessory channel.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
A cancellation report has been submitted due to file duplication, which was previously reported in interim reports and confirmed by qe on (B)(6) 2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
A cancellation report has been submitted due to file duplication, which was previously reported in interim reports and confirmed by qe on (B)(6) 2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.